Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received and hence a physical investigation was not possible. Images were provided for review. The user reported images regarding helix break, after reviewing of the provided images. Therefore the investigation is confirmed for the reported malfunction. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter helix was allegedly fractured and detached. It was further reported that the device was retrieved as one unit without any issue. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, photos and images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter helix was allegedly fractured and detached. It was further reported that the device was retrieved as one unit without any issue. There was no reported patient injury.